Event description:
It was reported that the patient presented post surgery. It was noted that an x-ray was done that showed the left ventricular lead had dislodged. The lead could not be repositioned due to patient anatomy. It was explanted and replaced. The patient was stable during and post procedure.